Manufacturer narrative:
Concomitant product: erbe electrosurgical generator . Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. The device history records for the potential lot numbers (w3769673, w3783481, w3783480, w3783456, w3807517, w3794649) said to be involved were reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome." The user is then instructed to: "carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome sphincterotome. The orientation was more towards 7 o'clock [incorrect cutting wire orientation]. The area representative opened up two (2) of the sealed devices and performed a visual testing but it was pretty obvious that the orientation was off on both of them (see related MDR 1037905-2017-00085).

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to the used product in this report because the used product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Two (2) sealed devices were returned that match the lot number in the report. Ten (10) additional sealed devices were returned from other lot numbers. The labels match the products returned. Device one (1) and (2) from the same lot number involved in the report (w3769673): our evaluation of the returned unused devices could not confirm the report on incorrect cutting wire orientation. During our laboratory analysis, the sphincterotomes were advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheters exited the scope with the cutting wire facing 12 o'clock. The devices were then bowed and the cutting wire was facing 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheters were subjected to a close visual examination and twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. Device three (3) through twelve (12) from lot numbers w3783456, w3783480, w3807517,w3783481,and w3794649: our evaluation of the returned unused devices could not confirm the report on incorrect cutting wire orientation. During our laboratory analysis, the sphincterotomes were advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheters exited the scope with the cutting wire facing 11 o'clock, 12 o'clock or 1 o'clock. The devices were then bowed and the cutting wire was facing 11 o'clock, 12 o'clock or 1 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheters were subjected to a close visual examination and twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history records for the lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation evaluation: we could not conduct a complete investigation because the used product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In addition, evaluation of the other twelve (12) sealed devices showed the product functioned as intended. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome." The user is then instructed to: "carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment. Results as post market feedback continues to become available.